Event description:
Customer reported the system would not boot up and displayed a checksum error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram card and sram battery. System operates as intended.